Manufacturer narrative:
Date sent: 2/12/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be opened correctly. Another device was used to complete the procedure. There were no adverse consequences for the pt.